Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pump had stopped the previous day for at least one minute and stopped or slowed down later that night. The pt had some "transient red heart, low flow alarms" and had two to three episodes of low speed alarms. The system controller was exchanged and afterwards the pt felt the pump had slowed down. A brief audible tone was noted. The pt was short of breath the week prior with some "bloating". The hospital staff tried to increase the pt's speed to 9200 rpms and there were multiple speed drops. An echo was performed and the hospital staff felt there was a mitral annular restriction that was reducing blood into the left ventricle (lv) and causing the multiple speed drops, low speed and low flow alarms. Based on the system controller log files and waveforms, the manufacturer felt that there might be an issue with grounding within the percutaneous lead. The alarms and pump stoppage was able to be induced with manipulation of the external percutaneous lead. A damaged area of the lead was identified. As a result, the pump was successfully explanted without the need for implanting a new pump.

Manufacturer narrative:
The attached user facility report (B)(4) was rec'd from the intermacs registry. The device will not be returning for evaluation, as the hospital staff disposed of it. A supplemental report will be submitted when the manufacturer's investigation is completed.